Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient´s dexcom showed a reading of 167 mg/dl, but this did not match how he was feeling. He was very thirsty, felt nauseous, and had a headache, so he checked his blood glucose using a fingerstick which was 500 mg/dl. The cgm values were ¿jumpy¿, jumping from 152 mg/dl to 250 mg/dl and back to 130 mg/dl within a short period. He tried to enter a calibration, but the system would not accept it. He then took some steps on his own to try to bring the reading down, but nothing changed. Since he still felt unwell, he went to the hospital. At the hospital, staff checked his blood glucose manually, and it was still around 500 mg/dl while the dexcom sensor was reading 67 mg/dl. The hospital staff noted signs concerning for diabetic ketoacidosis and treated the patient with IV fluids and oral fluids. The patient was not treated with additional insulin because his ilet pump was already providing him insulin during that time. The pump was in manual mode delivering insulin because his dexcom sensor was already removed that time. The patient also reported he was ¿coming in and out of consciousness¿ before he decided to go to the hospital and while he was at the hospital. The customer was discharged later the same day and went home to rest. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. When the values were "jumpy", there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.